Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, it was noted that the left ventricular pacing lead impedance had increased. Fluoroscopy revealed that the lead was damaged at the entrance of the subclavian vein. The lead was explanted and replaced and the patient was stable with no consequences.